Event description:
In 2006, a pasv port was therapeutically implanted via the right subclavian vessel of a female pt for chemotherapy treatment of fallopian tube endomatrial carcinoma. In 2006 the pt experienced pain and the port was noted to be occluded. The pt was transferred to the reporting facility where the port and the catheter was successfully explanted under fluoroscopy. No replacement port was indicated. The pt condition is described as fine. The complainant reported that a radiographic evaluation confirmed that the problem was due to pinch-off syndrome resulting from a right subclavian vessel insertion, which resulted in the severance of the catheter and migration into the left pulmonary artery.